Event description:
It was reported that 167 days after implantation of a 2.75 x 32 mm taxus express2 drug eluting stent, an instent thrombosis occured. The target lesion was located in the mid left anterior descending artery. A pre-intervention stenosis of 90% was reported. The lesion was pre-dilated and a 2.75 x 32 mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. No info was received on the tortuousity or the calcification of the vessel. The pt received plavix, angiomax, and aspirin during the procedure. No info was reported concerning pt complications. The pt presented 167 days after the initial procedure with an in-stent thrombosis with a timi 1 flow. A 2.75 x 20 mm angioplasty balloon was dilated in the thrombosed 2.75 x 32 mm taxus stent. A post-intervention timi iii flow was reported. The pt was recommended to undergo coronary bypass surgery due to the severity of the 3-vessel disease, continued smoking, and lack of plavix prescription compliance.